Event description:
In (B)(6), it was reported that following a routine pump replacement, the pt never had therapeutic effect. In less than 24 hours, his condition was back to the way it was prior to having the initial pump implanted in 2002. The pt had spasticity (legs locking and hurting). At times, the pt seemed to get too much medication. The pt got "dead legs" where he could "throw legs around". The pt went in on (B)(6) to get an increase in dosage because his legs were hurting. The next thursday, the pt went from "total spasticity" to the other extreme where he could "throw legs around". The pain had gotten so bad that he had to go to the ER and received oral medications to help with pain. There were no pump alarms and there had not been any complications at refills. A dye study (date not reported) was done and no problem was found; the dye study showed dye going from the reservoir to the catheter and into spine. It was noted that the pt also had a "burning sensation" in his arms since 1-2 months after replacement of the pump. He also reported feeling "liquid" around the pump since it was replaced. In early (B)(6), it was reported that a critical pump alarm was heard on (B)(6) 2010, but not confirmed by telemetry. The pt was scheduled for a pump refill on (B)(6) 2010. The pt was not having a medical or therapy problem related to the pump alarm. In (B)(6), the physician reported that the pump was used to deliver baclofen. The pt had a MRI that revealed an abscess. The pump was removed. Following the removal, the pt was doing well.

Manufacturer narrative:
(B)(4).